Event description:
Design of mega sn stand-up tanning booths allows individual's hair to be sucked up into and through the fan grill/grid and make contact with and possibly be entrapped in the rotating fan blade. Unit has "kill" switch to cut power to uv lamps, but power is not cut to exhaust fan. The fan is shut off by a thermostat when the unit has sufficiently cooled.